Manufacturer narrative:
The complaint investigation for falsely elevated magnesium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any non-conformances or deviations with lot number 46427ud00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Customer field data was used to assess the performance of the magnesium assay using worldwide data. Review shows that the median patient result for lot 46427ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 46427ud00. Based on the investigation, no systemic issue or deficiency with the magnesium assay for lot 46427ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 processing module for one sample. Results provided: (customer provided reference range: 0.7 - 2.0 mg/dl). 24apr2023 initial result = > 9.5 mg/dl, repeat result = 8.8 mg/dl, sample repeated a third time = 2.0 mg/dl. No impact to patient management was reported.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 processing module for one sample. Results provided: (customer provided reference range: 0.7 - 2.0 mg/dl). (B)(6) 2023 initial result = > 9.5 mg/dl, repeat result = 8.8 mg/dl, sample repeated a third time = 2.0 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.